Manufacturer narrative:
Block e1: the initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the orifice of common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the pressure critical value was not reached when the device suddenly burst at 7 mm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the orifice of common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the pressure critical value was not reached when the device suddenly burst at 7 mm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 4, 2024: the balloon burst at 7 atm.

Manufacturer narrative:
Block e1: the initial reporter facility name: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the orifice of common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the pressure critical value was not reached when the device suddenly burst at 7 mm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 4, 2024. The balloon burst at 7 atm.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h10: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual and microscopic examination found that the balloon was burst. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. The results of the analysis performed on the returned device found that the balloon was burst. It is possible that the burst found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous procedure, could have caused the problem found on the balloon. Therefore, the most probable root cause is adverse event related to procedure.